Event description:
A confirmed motor stall was reported and recorded in the event logs; it was caused by the pt having an MRI or other medical products. The length of the motor stall was not reported. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).